Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed battery out limit during normal use. The customer was advised that the battery out limit alarm during normal use may be caused by a loose battery cap. However, the device alarmed failed battery test once the customer cleared the battery out limit alarm. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the failed battery test. The customer confirmed that the battery cap was missing the rubber component. No products were returned and a replacement battery cap was shipped to the customer.